Manufacturer narrative:
Based on the reported info, we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. The products instructions for use was reviewed and inflammation and adhesion are listed as a known possible complications in the adverse reaction section. This MDR includes all pt, event and device info davol has received to date. If add'l info is obtained, a f/u MDR will be submitted.

Event description:
The following was reported via (B)(4). Add'l info was provided by the pt. In summary: the pt has alleged that in 2012 he was implanted with a ventralex st hernia patch. Following surgery, the pt alleges to have experienced symptoms of bowel obstruction including pain and inflammation and underwent a procedure to remove scar tissue and mesh adhesions. Due to continued symptoms in 2013, the pt underwent exploratory surgery and again scar tissue was removed. The pt alleges that the surgeon did not want to remove the mesh due to ingrowth. He alleges that he is still in pain and is being treated with acupuncture and with external manipulation to break up the adhesion by an osteopath doctor.